Event description:
The device evaluation noted an anomaly in the downstream occlusion sensor. The event occurred before patient use at the facility.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to confirm the reported problem. It was determined that an anomaly in the downstream occlusion sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.